Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the start of the procedure, smoke was noted in the atria via ultrasound. After the transseptal puncture was performed, two doses of heparin were administered. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were selected for use. The 24mm watchman laa closure device was deployed, but did not meet compression. At this time, a thrombus was noted to tip of the wds and the closure device was fully recaptured. A kink to the wds was noted upon removal from the patient. After the device was removed, another thrombus which was mobile was observed at the interatrial septum. Another dose of heparin was administered and aspiration attempts were made, but were unsuccessful. Activated clotting time (act) was 164s. A new 27mm wds was selected for use. The closure device was deployed and 3 partial recaptures were performed. A kink was noted to the was after the 3rd partial recapture and both devices were removed. A new access sheath was used to successfully complete the procedure. The thrombus did not resolve. No further complications were reported. The patient is doing well following these events.

Manufacturer narrative:
Returned product consisted of the watchman delivery system with the implant located outside of the sheath and detached from the core wire. The touch was missing from the device. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts bent/flared/abrasions), sheath damage (abrasions), and anchor damage. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the start of the procedure, smoke was noted in the atria via ultrasound. After the transseptal puncture was performed, two doses of heparin were administered. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were selected for use. The 24mm watchman laa closure device was deployed, but did not meet compression. At this time, a thrombus was noted to tip of the wds and the closure device was fully recaptured. A kink to the wds was noted upon removal from the patient. After the device was removed, another thrombus which was mobile was observed at the interatrial septum. Another dose of heparin was administered and aspiration attempts were made, but were unsuccessful. Activated clotting time (act) was 164s. A new 27mm wds was selected for use. The closure device was deployed and 3 partial recaptures were performed. A kink was noted to the was after the 3rd partial recapture and both devices were removed. A new access sheath was used to successfully complete the procedure. The thrombus did not resolve. No further complications were reported. The patient is doing well following these events.